Event description:
It was reported that on (B)(6) 2024, a patient presenting with a type b aortic dissection was treated with a gore® tag® conformable thoracic stent graft. On (B)(6) 2024, the device was explanted and the patient was converted to open surgical repair due to infection.

Manufacturer narrative:
H3: device returned to third party explant lab for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Minimal, scattered plaques of red brown material were present on the luminal and abluminal surfaces. The lumen of the device appeared to be patent, however a saline-patency test was not noted to have been performed, therefore the patency of the segment could not be confirmed. Approximately 6 cm of the proximal extremity was tapered. No material disruptions were identified. No information was provided to confirm the presence or absence of the reported infection and no determination can be made from the provided information. The image(s) received are not radiographic images and cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided. This complaint was initiated based on information received from the field. Clinical images were requested for evaluation, but were reportedly not available. Device information including serial or lot numbers were requested but not provided. An evaluation of product history and sterilization records was not possible. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to stent graft infection.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with a type b aortic dissection was treated with a gore® tag® conformable thoracic stent graft. On (B)(6) 2024, the patient presented to the hospital with sepsis and probable infection of the implanted device. The infection was possibly caused by a wound on the lower left limb. On (B)(6) 2024, the device was explanted and the patient was converted to open surgical repair due to infection. The patient showed signs of infection prior to being treated with the gore device.